Event description:
The device was not coagulating fully when clamped on hard tissue, surgeon observed pedicles oozing, during a vaginal hysterectomy. Surgeon used sutures to effect a seal and control bleeding. (During suturing the surgeon nicked the bladder. A urologist examined the bladder and discovered black specs- urologist and bladder check accounted for a longer procedure time. Bladder exam not related to the gyrus device).